Event description:
It was reported that a pt underwent an obturator sling procedure in 2009. During the procedure, during the introduction of the first needle, the white plastic sheath broke. The surgeon removed the device from the pt and used a second like device to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 03/25/2009. Sheath splits/cracks/breaks. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.